Event description:
It was reported, the patient¿s ¿wires disconnected from the ins¿ and ¿it became loose¿ in 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# v876556, implanted: (B)(6) 2012, product type: lead. (B)(4).